Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever, cloudy effluent and abdominal pain. Four days prior to the peritonitis diagnosis, the patient experienced abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, weekly, ongoing), ceftazidime injection (500 mg, per bag, intraperitoneal, ongoing) and amikacin injection (100 mg, per bag, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient has recovered from the peritonitis event and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted."